Event description:
Dealer called stating that the mercury switch wire on the tdxsi-cg power chair allegedly was pinched in the tilt system. Replacement part sent and received by dealer on warranty order #(B)(4). No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsi-cg, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1154294 rev h (jun-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The dealer called allegeding that the mercury switch wiring on this tdxsi-cg power chair was incorrect. It was allegedly pinched in the carriage fold, eventually becoming pinched in half. The replacement part has been sent and received by the dealer. Power chair is with the end user waiting for dealer to make the necessary repairs. The consumer allegedly only had the product for 2 days the malfunction has not been confirmed.